Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. Radiographs were provided; however, they could not be further reviewed due to unknown laterality from the image. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient had an initial implantation of a left total hip arthroplasty on an unknown date prior to 2007. It was reported that the initial surgeon is deceased, and the hospital where the initial surgery was performed has since closed. Subsequently, the patient had a left hip revision for pain and the liner was exchanged successfully. No additional information available.

Manufacturer narrative:
(B)(4). D6a: product was implanted on an unknown date prior to 2007. D10: cat# unknown lot# unknown exactech acumatch m-series stem. Cat# unknown lot# unknown biomet ringloc cup. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.